Event description:
It was reported that the patient experienced inadequate pain relief following a fall. Prior to routine pump replacement (due to age of the device), the physician wanted to confirm the catheter patency. A catheter dye study was done on (B) (6) 2009; they were unable to withdrawal cerebrospinal fluid during the study. The plan was to replace the pump and catheter. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).